Event description:
It was reported that as the intra-aortic balloon (iab) was inserted into the sheath. The md "felt some insertion difficulty, but managed to insert the iab into the patient." The iab therapy began without complications. One hour after the iab was inserted, the pump (arrow intra-aortic balloon pump, iap-0100) alarmed. The md removed the iab and found blood inside the membrane. Another iab was inserted.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.